Manufacturer narrative:
Correction: unique device identifier (UDI)#, describe event or problem added pi to the unique device identifier (UDI)# field. Annex b: b22 annex c: c20 annex d: d16 additional information: annex a: a040502 annex g: g02017 annex b: b01 annex c: c23 annex d: d11 this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[pc unit release clip to attach and detach lvps is jammed. Possible spring damage]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pc unit release clip to attach and detach lvps is jammed. Possible spring damage]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pc unit release clip to attach and detach lvps is jammed. Possible spring damage]. There was no reported patient involvement.